Manufacturer narrative:
Additional information was received on march 23, 2015 including item and lot numbers. All information regarding this was included in this MDR follow-up. An oxford partial knee replacement was revised after approximately nine years due to ¿tibial loosening.¿ returned product was evaluated and found extensive evidence for third body wear and impingement of the bearing. The cement at the posterior of the keel also indicates that the slot may have been extended resulting in an unusual cement mantle and the wear on the medial edge of the bearing on the rail may indicate sub-optimal positioning. It is possible that these factors affected the fixation of the implants although this cannot be confirmed without further evidence such as radiographs or surgical reports.

Event description:
It was reported that patient underwent oxford knee replacement in 2006. Revision procedure was performed on (B)(6) 2015 due to tibial loosening. No further information has been received.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - 2006 (exact date unknown). Manufacture date - unknown. Product is to be returned for evaluation. Upon return and completion of evaluation, a follow up report will be sent to the FDA